Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported valve delaminated from shell. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ delamination: observed delamination partial of the valve (adhesive failure). Additional observations: ¿ white particles observed inside the device. ¿ observed creases on the device.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported valve delaminated from shell. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: delamination.

Event description:
Healthcare professional reported, left side deflation. Additionally, healthcare professional reported, valve delaminated from shell. Device has been explanted.